Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The front left corner was damaged on the unit. There was an primary audible alarm post error in the event history log. The aforementioned alarm was not replicated during an power up. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the unit was replaced as a preventative measure. The pump underwent preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported the medfusion pump had a primary audible alarm. No patient injury or complications were reported in relation to this event.